Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that 14 devices were returned in good visual condition. One of them was opened and tested for functionality. The device was fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during a skin stapling procedure, there were malformed staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient.